Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was device failed- please return error message when turned on, device operation failed to go past the error message. Further investigation revealed the control board failed due to depleted battery, establishing a relationship between the device and the reported event. The root cause was identified as a depleted battery. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump states " device failed/return". Pump stopped working. The procedure finished with a backup device. No case involved.